Event description:
A patient had cypher rx 13mm x 2.5mm drug-eluting stent implanted. The patient was recently diagnosed with gall bladder disease and required surgery for gall bladder removal. The patient was told to stop their plavix and asa for the surgery. The patient stopped both 5 days prior to this event. On the day of this event, the patient was admitted with an acute mi with thrombosis noted in previously stented prox., proximal, lad, left anterior descending lesion. There was an area at the end of the cypher stent proximally that was slightly irregular and extended into the previously placed non-cypher stent in that area. It was decided to cover this area with another cypher stent to be absolutely sure that the thrombosis was not caused by re-stenosis within the previously inserted stent, instead of thrombosis due to cessation of any thrombotic drugs. The patient was discharged home in stable condition.